Event description:
The facility reported to baxter (B) (4) a colleague triple channel pump in which channel b turned off during a patient infusion. The patient is a 57 year old, male, who was hospitalized starting (B) (6) 2009, for a bad heart and being septic. The patient is still hospitalized. During the incident, the patient was being infused with noradrenalin on channel and dormicum on channel b. The device did not give any alarms or failure codes prior to stopping channel b from infusing; channel a continued to infuse as programmed. When the infusion of channel b stopped, the nurse discontinued the therapy on this device and transferred the set to another device and therapy resumed. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B) (4). The reported condition of a colleague triple channel pump in which channel b turned off during a patient infusion was confirmed during product evaluation. Inspection of the pump found failure code 810:11 in the event history. Failure code 810:11 was due to moisture in the tubing channel on channel b. The alarm situation created from failure code 810:11 resulted in the interruption of therapy on channel b. The device was tested per procedure and returned to the facility within specification.